Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the dots on the seal plates were damaged. Functionally, the product analysis found the device's jaw opening and closing mechanism was functioning properly. The weld integrity of the device was inspected and was found to be within specification. The knife cut of the device was tested on a silicone test strip with acceptable results. The device's knife blade advanced and retracted properly. No electrical or wiring issues were found. The heel gap of the device was measured, and it was found to not be within specification. The dots on the seal plates were damaged which lowered the jaw gap. The damage to the dots caused the devices to produce re-grasp alarms when sealing was attempted. The device¿s sealing performance was tested on porcine kidney tissue. Multiple seals on various size vessels were made and a full thermal effect was visually verified. It was reported that the jaws of the device were stuck to the tissue and the knife blade of the device was exposed. The reported issues could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: the unit had a seal plate failure. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroug hly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H6 new information has been received pertaining to the event. This event has been reassessed and the reportability has been determined to be a serious injury. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a hysterectomy, the first-time closure adhesion was more serious, and when the jaws were opened, it was incidentally pulled to other tissues around the patient, this issue had happened for both devices. Tissue was not under any tension. The knife blade was extended but it did not protrude beyond the edge of the jaws. The tissue was slightly torn and bleeding in local tissues and there was no need for blood transfusion. There was a 30-minute delay on the procedure. Another device was used to complete the procedure.

Event description:
According to the reporter, during a procedure, the first-time closure adhesion was more serious, and when the jaws were opened, it was incidentally pulled to other tissues around the patient. Tissue was not under any tension. The knife blade was extended but it did not protrude beyond the edge of the jaws. There was a small amount of bleeding in local tissues and there was no need for blood transfusion. There was a 30-minute delay on the procedure. There was no patient injury.

Manufacturer narrative:
Concomitant medical products: lf1637 (lf1637 ligasure 5mm blunt tip inst, lot number: 00100090x). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.